Event description:
It was reported that there was high impedance on the unipolar and low impedance in the bipolar setting. There was also noise and loss of capture on the atrial lead. It was noted the lead was fractured. The lead was capped and abandoned. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.